Event description:
Patient revised to address osteolysis and polyethylene wear.

Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. There is however nothing that appears excessive of note for the length of time implanted. It is not unreasonable to expect some degree of poly material wear after 11 years in-vivo. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.